Event description:
Atrial threshold increased lo 2.25 v/0.4 ms. (Previous lime: 1.25 v/0.4 ms) no change even when measured manually. Since the ap is 2.7%, the acm adaptive is left for follow-up (output 4.5v/0.4ms). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: (B)(4).